Event description:
Patient was implanted with the finetech-brindley sacral anterior root stimulator in another country in 1991. The system was not working and a revision surgery was performed. After this surgery, the system was still not working and a second revision surgery had been scheduled for 2001. Follow-up information will be provided when available.